Event description:
It was reported that pump malfunction occurred while pump was being updated and displayed malfunction code that could be reset, but issue recurred after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and after malfunction recurred was scheduled for replacement pump under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.